Event description:
The customer reported that during a splenectomy, the device did not work efficiently and the vessels being worked upon were not fully sealed. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual inspection of the returned device found no anomalies. The report that the device was not sealing adequately could not be confirmed. The returned sample did meet specification as received by covidien. The jaws were not jammed as received by (B)(4). The jaws opened and closed normally when the handle was activated. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the reported condition. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the reported condition were noted.